Manufacturer narrative:
(B)(6). Complaint conclusion. As reported by the sales rep, they sealant / tamp tube did not deploy upon unsheathing the sealant as pulling back to the black handle. They deflated the balloon and held pressure for less than 20 minutes until hemostasis was achieved. The device was not available to be returned for analysis. As the sterile lot number was not available, device history record (DHR) review could not be performed. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Mynx instructions for use (IFU), instructs the user to ¿align the balloon catheter with the tissue tract. While pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle¿. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken.

Event description:
As reported by the sales rep, they sealant / tamp tube did not deploy upon unsheathing the sealant as pulling back to the black handle. They deflated the balloon and held pressure for less than 20 minutes until hemostasis was achieved.